Event description:
It was reported that temperature control issue occurred. A maestro 3000¿ cardiac ablation system - controller was selected to treat the patient. Mode setting was set to 50 watts for 10 seconds at 70 degrees. During procedure, it was observed that the temperature went past 90 degrees as the power did not cut off and the safety feature was not functional. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. There was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. The maestro controller passed power-on self-test (post) and rf on tests at ambient temperature and while stressing the device at high and low temperature, high and low voltage margin, and vibration test. Tests were performed in both power and temperature control modes and rfg front panel displays for temperature, power, and impedance were monitored with no problem found. It was also noted that the inactive led failed to light up. The component failure was noted as a secondary issue and was unrelated to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that temperature control issue occurred. A maestro 3000¿ cardiac ablation system - controller was selected to treat the patient. Mode setting was set to 50 watts for 10 seconds at 70 degrees. During procedure, it was observed that the temperature went past 90 degrees as the power did not cut off and the safety feature was not functional. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).